Event description:
A patient reported they experienced the events of ¿small accumulation of water¿, ¿aware of the re-call and "very bad feeling" in relation to the results of the check up¿, ¿foreign object granulomatous inflammation around the capsule formation that contain a wall with fibrous tissue lined with synovial type epithelium is observed¿, and ¿implantation reaction." The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and granuloma.